Event description:
It was reported that a pen needle autoshield duo 30gx5mm USA was unable to deliver medication during use. The following was reported by the initial reporter: "verbatim: received letter mailed in by consumer regarding autoshield duo. Consumer did not provide phone number and there is no indication on whether or not samples are available. Clletter mailed in by consumer copied below: email received (B)(6) 2020 22:15:10"I am a long time diabetic and have been using bd needles for many years. Recently, I am averaging about 2 or 3 bad needles every week. The insulin will not flow thru the needle. The reference on this box is 329515. What is being done to correct this? Should I change needles to another supplier. I do not feel I can continue paying for 100 needles with such a poor quality product. Sincerely a very dissatisfied customer and stockholder"".

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a pen needle autoshield duo 30gx5mm USA was unable to deliver medication during use. The following was reported by the initial reporter: "verbatim: received letter mailed in by consumer regarding autoshield duo. Consumer did not provide phone number and there is no indication on whether or not samples are available. Clletter mailed in by consumer copied below: email received¿2020-12-09 22:15:10"I am a long time diabetic and have been using bd needles for many years. Recently, I am averaging about 2 or 3 bad needles every week. The insulin will not flow thru the needle. The reference on this box is 329515. What is being done to correct this? Should I change needles to another supplier. I do not feel I can continue paying for 100 needles with such a poor quality product. Sincerely a very dissatisfied customer and stockholder"".